Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:11-173663 lot number:821930 brand name: m2a 38mm mod hd. Catalog number:rd118848 lot number: 413300 brand name: m2a 38mmx48mm cup. Catalog number162502: lot number:319330 brand name: answer 11x135 cocr lat. Multiple reports were submitted along with this report: 0001825034-2022-00683. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to elevated metal ions approximately 15 years post implantation. During the revision brownish fluid encountered with brownish lytic synovium, lysis in the greater trochanter, and bone graft with allograft chips placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: elevated metal ions,suspected altr. Clear brownish fluid encountered in the joint, brownish lytic synovium debrided, and lysis in the greater trochanter. Tissue harvest and sent to path. Bone graft with allograft chips to greater trochanter and posterior calcar. Stem stable, trunnion free of corrosion. Reported event was confirmed by review of medical records provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.